Manufacturer narrative:
(B)(4): evaluation results: failure to follow instructions (force was used). Inherent risk of procedure (occlusion of coronary artery). Patients condition affected effectiveness of device (diseased heavily calcified lesion). (Device not received for investigation) conclusion results: user error contributed to event (force was used). Device failure/lack of effectiveness related to patient condition (diseased heavily calcified lesion).

Manufacturer narrative:
(B)(4).

Event description:
The patient's original intended procedure was left heart cath, coronary angiography, left ventriculography, saphenous vein graft to internal mammary artery and percutaneous intervention to the diagonal. Per the physician notes: "we then tried to get in with a 2.0 x 12 mm balloon, still could not cross. We took a fresh 1. 25 ~ 20 mm balloon. We were able to wiggle this into the diagonal. Went up to about 18 atmospheres and upon balloon extraction, it unfortunately hooked on an obvious chunk of calcium in the left anterior descending (lad) diagonal bifurcation and caused balloon fracture with retention of the balloon into the diagonal." Event was user reported ref: (B)(4).

Event description:
Evaluation summary: the transition shaft was kinked and stretched. The distal inner shaft and distal tip had detached immediately distal to the guidewire entry port bond. There was a jagged radial tear on the balloon distal to the proximal balloon bond. The remainder of the balloon material had detached.

Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter for treatment of a heavily calcified diseased lesion in the circumflex. The physician was able to cross the lesion with some difficulty and force was used. The device was inflated and deflated but the physician was unable to remove. The device was inflated a 2nd time and it burst. The device was lodged in vessel. The device was eventually removed but the marker band had dislodged and it remains in the vessel. The detached tip occluded flow in the vessel. The patient was put on a balloon pump and is reported to be fine post procedure. The device was inspected prior to use with no issues noted. There was no difficulties noted during removal from hoop.

Manufacturer narrative:
(B)(4).